Manufacturer narrative:
The reported product's were returned. Upon visual inspection, the test strips showed visible signs of use. The reported meter was investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
A customer reported receiving "hi" (>500 mg/dl) readings on her adc blood glucose meter that were higher than she felt. The customer reported that on (B)(6) 2017 at 5:00 pm she received multiple hi display readings, and self-administered a 5 mg insulin dose every time she received a hi reading. The customer administered a total of 4 doses of 5 mg of insulin. Date,time, and type of insulin were not provided. After giving herself the insulin, the customer stated she ¿felt bad¿, with symptoms of ¿hot flashes, nausea, the room appeared to be spinning, and she could no longer walk.¿ the customer re-tested her blood glucose and got a reading of 20 mg/dl. Her husband gave her two popsicles and a piece of cake to raise her blood sugar. She tested again with a result of 125 mg/dl. No further treatment was reported.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving "hi" (>500 mg/dl) readings on her adc blood glucose meter that were higher than she felt. The customer reported that on (B)(6) 2017 at 5:00 pm she received multiple hi display readings, and self-administered a 5 mg insulin dose every time she received a hi reading. The customer administered a total of 4 doses of 5 mg of insulin. Date,time, and type of insulin were not provided. After giving herself the insulin, the customer stated she ¿felt bad¿, with symptoms of ¿hot flashes, nausea, the room appeared to be spinning, and she could no longer walk.¿ the customer re-tested her blood glucose and got a reading of 20 mg/dl. Her husband gave her two popsicles and a piece of cake to raise her blood sugar. She tested again with a result of 125 mg/dl. No further treatment was reported.